Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Unable to confirm serial number.

Event description:
The customer reported the unit will not run on ac power. There was no patient involvement.

Manufacturer narrative:
Biomedical engineer. No patient information provided by the customer.